Event description:
Remstar CPAP machine completely stopped operating, it would only light up when power was turned on. We took it to the medical office and tech couldn't fix machine and never replaced it or sent it for repair. Made several trips to get repair, etc. But had no luck, this went on for several months. In 2006, this cause was the cause of my husband's death. Frequency: nightly, route: inhale. Dates of use: 2004 - 2006. Diagnosis or reason for use: sleep apnea.